Manufacturer narrative:
This a final report. Case involves a delivery issue so no product investigation will be undertaken. It should be noted: customer service has had multiple contacts with this customer regarding updated delivery information. No further information can be obtained regarding the reported medical events as customer refused to provide any details. Additionally, the serial number displayed is the receiver that was involved in the original call to customer service.

Event description:
Customer's wife reported that due to a delivery issue involving a replacement freestyle navigator receiver customer was unable to test and subsequently experienced two seizures. Customer initially called abbott diabetes care on (B) (6) 2010 reported an issue with customer's freestyle navigator continuous monitoring system's receiver and a replacement product was promised. However, due to a temporary inventory interruption customer's replacement product was delayed. Customer's wife further reported that on (B) (6) 2010 customer, who is a brittle diabetic, experienced a seizure. Paramedics were called and transported customer to a local hospital emergency room. No other information was provided by the customer. It is unknown if customer received third-party emergent intervention or a diagnosis. Additionally no information was provided regarding when the second seizure occurred or the outcome of that event. There was no report of death or permanent injury associated with these events.